Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation summary: the complaint device was received and inspected. The anchor is broken near its distal end confirming this complaint. Visual observation of the broken anchor indicates the external geometry of the screw was not damaged as the threads did not strip during insertion. No information was available regarding the instruments used during the procedure. We cannot discern a root cause for this failure mode. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without an incident. Therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by our affiliate that during an acl procedure with external plastie , the doctor tried to screw the milagro 6 mm in the femoral side,(tunnel of 6 ,ligament of 6) but, after few rounds the screw broke (the doctor was in the axis of the tunnel and he used the pin guide ref (B)(4)). The procedure was completed with same like product.